Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 2.0x15mm mini trek dilatation catheter failed to cross the mildly tortuous right coronary artery (rca), 90-95% stenosed lesion due to anatomy. During device removal, resistance was felt due to anatomy. The device was removed from the patients anatomy and another device was used successfully. Satisfactory results were noted. There were no reported adverse patient effects and there was no clinically significant delay. There was no additional information provided.